Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was received with a cracked top case and right plunger case. Occlusion test was performed and motor rate error was found during occlusion test. Error history log review found motor rate error. The root cause of the reported issue was found to be normal wear of the device. Actions were taken to mitigate the reported issue: worm gear, motor bracket, leadscrew and clutch halves were replaced. Occlusion test was performed and all functional test passed.

Event description:
It was reported that motor rate error occurred. No patient injury was reported.